Event description:
A patient reported that they were treated by ems because their fasttake would not power on. Pt had symptoms of low blood sugar. The result on the ems meter was 25 mg/dl. Treatment was IV glucose. No further information has been reported.